Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Significant distortion of the pressure waveform can result from air bubbles in the setup. Poor dynamic response can be caused by air bubbles, clotting, loose connections, or leaks. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that previous events of high sv (systolic volume) readings with flotrac catheters occurred from time to time in the past in this hospital, but they were not reported. The high sv normalized by the end of the operation. There was no allegation of patient injury reported. No dates, products or more detailed descriptions of the events are available. Inquired of patient demographics. Unable to be obtained.